Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported on a social media post that the patient was a victim of a "aicd wire fractured (sic)." The lead status is unknown. No patient complications have been reported as a result of this event.